Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis described by the patient as feeling "very uncomfortable and believes they have peritonitis¿ (no further detail). The cause of the suspected peritonitis was not reported. It was stated that the patient was not hospitalized for the event. No further detail was provided regarding treatment and the patient¿s outcome. Pd therapy was ongoing at the time of the report.. No additional information is available.